Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An assessment of the customer provided image found the suture was broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found the qc inspection has a zero-acceptance sampling plan. The complaint was confirmed. Factors that could have contributed to the reported event include the application of inappropriate force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a cut used ultrabutton. A functional evaluation could not be conducted, sutures are cut. Product is single use only. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A review of the material specification form found that the strength of the sutures is verified. A review of the drawing found the qc inspection has a zero-acceptance sampling plan. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. An assessment of the customer provided image found the suture was broken. The complaint was confirmed. Factors that could have contributed to the reported event include the application of inappropriate force. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the graft was mounted in the ultrabutton adjustable fixation device. When force was applied to raise the button, the thread was torn; it did not rise and the plate had been blocked. The graft was removed and then with forceps the implant was removed, it was evident that it was loose and completely blocked. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.